Event description:
During a lap cholesystectomy the teflon pad on the jaw fell off the laparosonic shear. It was retrieved from the patient and another device was used to complete the case. There was no consequence to the patient.